Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the prostyle device was unable to be removed from the anatomy. The lever was returned to its original position prior to device removal; however, the foot was unable to return to its original position completely. The access site was slightly expanded via surgical cutdown and the device was removed. The foot was displaced over the guide. No vessel damage was noted. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved via surgical suturing. No resistance was met during insertion. No force applied to the device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.